Event description:
Ous MDR - after an implant duration of about 55 months, oversensing was reported. When opening the pocket and extracting the lead, a broken is 1 pin was observed. No adverse pt side effects have been reported. The device was explanted.